Manufacturer narrative:
Additional devices included on this report are as follows: item #tgu454520/ lot #18427747/ UDI # (B)(4) which is captured in manufacturer report #2017233-2019-00998. Concomitant medical products- patient medications: valium, neurontin, lexapro, oxycodone, azulfidine, tylenol, lipitor, plavix, deltasone.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. It was noted that, due to the c-arm angle at the time of device implant, visualization for placement using the c-arm angle was not optimal. Reportedly the devices were placed slightly short of the intended landing zone both proximally and distally. On (B)(6) 2019 a computed tomography scan was performed. Reportedly a proximal type I endoleak was noted on the proximal tgu454520 conformable gore® tag® thoracic device, and a distal type I endoleak was noted on the distal tgu454520 conformable gore® tag® thoracic device. No aneurysm enlargement was noted. On (B)(6) 2019 a reintervention was performed to treat the endoleaks. It was reported that the previously implanted conformable gore® tag® thoracic devices were extended proximally and distally using two tgm454510 gore® tag® conformable thoracic stent grafts with active control system. There were no further reported issues. The patient tolerated the procedure.